Event description:
It was reported that a balloon rupture occurred. The patient underwent percutaneous coronary intervention (pci). The 75% stenosed target lesion was located in the moderately tortuous and severely calcified proximal to mid right coronary artery. Three nc emerge balloon catheter were used for dilatation. First was a 3.25mm x 12mm; however, during first inflation and immediately after a few seconds, the balloon ruptured. The device was removed, and another 3.00mm x 12mm nc emerge balloon was advanced but still ruptured on the same inflation and removed. Third nc emerge balloon catheter a 3.00mm x 12mm was advanced. However, it also ruptured on the same inflation. The device was removed, and the procedure was completed with a different device. There were no patient complications were reported. The patient condition was good.